Event description:
Cpi received info that the implantable cardioverter defibrillator (ICD) was exhibiting an eri battery status after 41 months of implant and the physician was concerned that this was premature.

Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was exhibiting an eri battery status after 41 months of implant and the physician was concerned that this was premature.